Manufacturer narrative:
Correcting h5 as this is a single use product. This event is filed under internal complaint ID: (B)(4).

Event description:
It was reported during a turp procedure on (B)(6) 2025 the cutting loop keeps getting stuck, the surgeon can't complete a cut because the loop won't go back in. The surgeon has to pull out the scope because it gets stuck in the sheath so when he pulls the scope out to give it more room to get it out. No negative impact in state of health reported.

Manufacturer narrative:
The affected device will not return for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).